Event description:
It was reported to philips that the device is showing a red x error. There was no report of patient involvement.

Manufacturer narrative:
The remote service engineer (rse) evaluated the device with the assistance of the customer and found that the battery needed to be reseated. Upon conclusion of the evaluation, it was determined that this was because the battery was not been seated correctly and needed to be reinstalled. The battery was reinstalled and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.